Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead , triggered a lead safety switch (lss) due to a high out-of-range rv pace impedance measurement of 2,215 ohms. The patient was pacer dependent and the most recent right ventricular auto-threshold (rvat) test recorded a threshold measurement of 1.1v, and this threshold measurement was suspected to apply to unipolar configuration as the rvat test occurred approximately an hour after the lss. Thus there appeared to be good capture in unipolar. However, post-lss oversensing of muscle noise was observed with pacing inhibition and asystole greater than 2 seconds. Technical services (ts) discussed troubleshooting options and programming considerations, and it was recommended that the patient come in to the clinic. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead , triggered a lead safety switch (lss) due to a high out-of-range rv pace impedance measurement of 2,215 ohms. The patient was pacer dependent and the most recent right ventricular auto-threshold (rvat) test recorded a threshold measurement of 1.1v, and this threshold measurement was suspected to apply to unipolar configuration as the rvat test occurred approximately an hour after the lss. Thus there appeared to be good capture in unipolar. However, post-lss oversensing of muscle noise was observed with pacing inhibition and asystole greater than 2 seconds. Technical services (ts) discussed troubleshooting options and programming considerations, and it was recommended that the patient come in to the clinic. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) due to a high out-of-range rv pace impedance measurement of 2,215 ohms. The patient was pacer dependent and the most recent right ventricular auto-threshold (rvat) test recorded a threshold measurement of 1.1v, and this threshold measurement was suspected to apply to unipolar configuration as the rvat test occurred approximately an hour after the lss. Thus, there appeared to be good capture in unipolar. However, post-lss oversensing of muscle noise was observed with pacing inhibition and asystole greater than 2 seconds. Technical services (ts) discussed troubleshooting options and programming considerations, and it was recommended that the patient come in to the clinic. This pacemaker system remains in service. No additional adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead , triggered a lead safety switch (lss) due to a high out-of-range rv pace impedance measurement of 2,215 ohms. The patient was pacer dependent and the most recent right ventricular auto-threshold (rvat) test recorded a threshold measurement of 1.1v, and this threshold measurement was suspected to apply to unipolar configuration as the rvat test occurred approximately an hour after the lss. Thus there appeared to be good capture in unipolar. However, post-lss oversensing of muscle noise was observed with pacing inhibition and asystole greater than 2 seconds. Technical services (ts) discussed troubleshooting options and programming considerations, and it was recommended that the patient come in to the clinic. This pacemaker system remains in service. No additional adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.